Event description:
The facility reported a colleague infusion pump with a bad display. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event, and this facility was not willing to be contacted for any further information. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display was confirmed during product evaluation. The cause was a blue screen due to a faulty user interface module (uim) printed circuit board (pcb). The uim pcb and main display were replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90.